Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.